Event description:
It was reported that the device exhibited a syringe plunger sensor error, check syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the plunger flippers stuck partially open, flippers do not move or open when pressing down plunger lever. Functional testing found the 'check syringe plunger sensor' at power up. The dowel pin came loose from the plunger head mount. Replaced plunger head mount and dowel pin. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 15 september 2022, the unit did not fail during use with a patient. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: medfusion model 4000 syringe infusion pump, d4: correction: model number: 3500.